Manufacturer narrative:
A ge service rep performed an investigation. According to the customers bio-medical personnel, the surge suppressor pcb needs replacing. Replaced the surge suppressor pcb. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 2800 system will not boot up. There was no report of pt injury.